Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 549 mg/dl at the time of event. Customer¿s blood glucose levels as 470 mg/dl at the time of call. Customer stated that insulin pump had insulin flow blocked alarm. Customer stated that they gave themselves bolus but blood glucose level keeps rising. Customer stated that they treated the high blood glucose level with manual shots. Customer was assisted with troubleshooting for insulin flow blocked alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.